Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining false positive beta - human chorionic gonadotropin (bhcg) results from one patient's serum sample that was discrepant to the same patient's plasma sample drawn at the same time that was generated by the unicel dxi 800 access immunoassay system. Both samples were repeated on an alternate instrument and produced the same discrepancy. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the erroneous results. The customer reanalyzed serum and plasma on known pregnant and non pregnant female samples on both instruments. All sample results were reproducible and no result difference between the plasma and serum was seen. The physician believes the lower tbhcg results. A field service engineer (fse) was dispatched and replaced the sample probe. No clear root cause could be determined for this event.